Manufacturer narrative:
The reported event was confirmed and the definitive root cause could not be determined. The device was scrapped by the manufacturer.

Event description:
It was reported that during a procedure the disposable cement sculps were found to be flaking. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that during a procedure the disposable cement sculps were found to be flaking. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.